Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm voluma® xc in the cheeks, botox® to upper face, and juvéderm vollure¿ xc in the ¿acne scars and chin.¿ ¿no ominlux and patient did not have bruising or marked swelling,¿ or ¿tenderness post filler.¿ approximately 4-6 weeks later, patient developed swelling and hardening. No clinical abscess. No complaints were against the botox® or juvéderm vollure¿ xc. Patient admitted to ¿biting [their] cheek 3 days ago and developed an aphthous ulcer without symptoms of infection or abscess.¿ patient also reported ¿left cheek was a little swollen and had some discomfort while smiling. Patient slept on the left side of [their] face and woke up at 2 am with throbbing left cheek pain at 2:30 am. Patient denies fever, chills, or sweats.¿ ¿on examination, left cheek was swollen with mild erythema. Skin was intact and non tender. Deep tender mass/nodule that was confluent approximately 3cm in diameter with swelling surrounding it. Mass was not fluctuant. Discussed late onset inflammatory nodule as diagnosis.¿ treatment of prescriptions ciprofloxacin and clarithromycin were provided, and symptoms ¿swelling, pain, and redness¿ improved. ¿nodule softened with swelling migrated to lower face due to gravity.¿ a ¿divot¿ appeared. Sometime later, swelling and pain returned. Same antibiotics were prescribed in addition to prednisone taper, and symptoms improved more quickly than the first time. ¿knot¿ was reported to be ¿half the size.¿ about a month after injection, it was reported ¿swelling and lump almost undetectable¿ with no inflammation. Later, patient reported ¿left cheek very flat and slight indent underneath cheek bone.¿ a month later, patient ¿woke up with ¿twinge¿ under left cheek. Looks fuller.¿ patient contacted hcp and suspected ¿return of biofilm.¿ same antibiotics were started again. Hcp also reported ¿dull pain/tight ache in left cheek. Skin was red and swollen.¿ symptoms eventually resolved; however, a ¿larger¿ divot remained.